Event description:
The infundibuolpelvic ligaments were crossed-clamped with a heaney clamp and upon detaching the uterus from the ligaments, which was singly clamped, there was an excessive bleed. The ligament was quickly clamped and ligated and surgeon stated that the heaney clamp did not hold appropriately therefore necessating the open procedure. The estimated blood loss was 1200 ccdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.